Event description:
It was reported that the user experienced a hypoglycemic event after announcing and consuming a meal while using the ilet system, with a lowest recorded blood glucose of 50 mg/dl and user perception that the device overcorrected for meals. Symptoms included dizziness and sweating. Outcomes included successful self-treatment with oral carbohydrates without outside or medical assistance and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed an unclear cause for the hypoglycemia with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.